Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high." Customer gave a correction bolus via pump to address bg. Reportedly, the customer forgot to fill the cannula prior to resuming insulin delivery. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.